Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4). No problem or issues were identified during the device history record review. One sample was received for evaluation. Sample was received in decontaminated without the original packaging. The samples were visually inspected under normal conditions of illumination to detect conditions that could cause functional issues. The blue clip was missing, no damage was found on the components, no contamination, no conditions that may cause failure mode reported were observed. During functional testing, the sample was set for accuracy testing using a pump and a balance mettler to look for unusual function. Sample failed the accuracy test; thus, the reported failure mode is confirmed. A corrective and preventative action (CAPA) was opened and root cause states that inadequate process controls for tube arch height and tube placement have allowed pump tubes on the disposables to have too low of a tube arch and not be centered. Tight and misaligned pump tubes also have resulted in reduced fluid delivery. CAPA will be implemented to resolve the reported issue.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problem or issues were identified during the device history record review. One sample was received for evaluation. Sample was received in decontaminated without the original packaging. The samples were visually inspected under normal conditions of illumination to detect conditions that could cause functional issues. The blue clip was missing, no damage was found on the components, no contamination, no conditions that may cause failure mode reported were observed. During functional testing, the sample was set for accuracy testing using a pump and a balance mettler to look for unusual function. Sample failed the accuracy test; thus, the reported failure mode is confirmed. A corrective and preventative action (CAPA) was opened and root cause states that inadequate process controls for tube arch height and tube placement have allowed pump tubes on the disposables to have too low of a tube arch and not be centered. Tight and misaligned pump tubes also have resulted in reduced fluid delivery. CAPA will be implemented to resolve the reported issue.

Event description:
It was reported the device was in use with patient for infusion of ancef. The reporter stated at the end of the infusion 21.3% of the total volume remained in the IV bag. No adverse effects reported.